Event description:
On (B)(4) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen (unknown dose and concentration) via an implantable pump for an unknown indication for use. On (B)(6) 2016, during a routine pump replacement for end of life (eol), the replacement pump had a pre-implant prime conducted per hospital protocol. The pump was programmed for a 0.3 ml priming bolus to be delivered over 19 minutes. After 19 minutes, there was not any fluid coming out of the port. The rep and hcp were concerned because, "normally fluid can be seen flowing out of the port." After a discussion with the hcp, they decided to do another bolus. A 0.1 ml bolus was programmed for over 7 minutes. After the bolus had finished, there was evidence of fluid coming out of the port. After discussion with the hcp, another 0.15 ml bolus was programmed over 10 minutes. After 10 minutes, more fluid could be seen flowing form the port. The hcp then implanted the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-10, additional information was received from a foreign manufacturer representative (rep). It was reported that no one knew why the new pump did not deliver any fluid after the 19 minute (pre implant prime), 0.300 ml prime was requested. After a discussion with the implanting surgeon occurred and as the second pre implant prime (0.300 ml delivered in 19 minutes) was requested, fluid started to appear coming out of the port. The pump continued to flow and the patient started to receive observable benefit from the therapy. The rep followed up with the patient/parents for 5 days (3-4 days also reported) and everything seemed to be working well. The rep had not heard anything from the patient/parents or healthcare professional (hcp) regarding a lack of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.